Manufacturer narrative:
Conclusion the complaint can be verified. Result the soft component of the up/down buttons is used up. This is mainly because of the material weariness. In regular use, the pump is exposed to chemical and mechanical effects such as wearing in the pocket, sun exposure, high temperature, contamination with oil products etc. The material of the soft components does not resist these stress factors sufficiently.

Event description:
Patient reported the up/down button on the infusion device is defective. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.